Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a high priority alarm condition. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.

Event description:
This notification was opened for review due to an allegation the device was alarming for a high priority alarm condition. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.